Event description:
It was reported that during the deployment of an embolization coil, the coil became stuck and stretched. An attempt was made to retrieve the coil; however, the snare could not reach the targeted position. Once again, the user tried to position the coil within the aneurysm. Upon manipulating, the coil prematurely detached from the delivery pusher. Another attempt was made to retrieve the coil using a snare. This attempt was successful. No harm was reported.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample has not been performed as the device was reported to be discarded by the user. The root cause of this complaint cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.